Manufacturer narrative:
H10: no evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in winchester, virginia. Through follow-up communication with the customer, livanova learned that the device was cleaned regularly as per the instructions for use and patient reusable blankets are not used. For this unit water quality monitoring is not applied, the h2o2 is not added when the water in the tanks is changed (each 7 days) and not checked every day, because it was in storage dried. It was filled with water by the customer only for the test. Pall-aquasafe water filter with an 0.2 m membrane or equivalent is used. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected and the device surfaces are also disinfected after every operation. 3t aerosol collection set is replaced after the allowed use period. This device is not used on patient; it was placed outside the operation theater when tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with non-tuberculous mycobacteria (ntm), in detail mycobacterium chimaera and mycobacterium gordonae during maintenance activity. There is no report of any patient injury.